Event description:
During a total knee procedure, a tooth of the blade broke off during use with a cutting guide. The breakage was not noted until a post operative x-ray was performed and the tooth was discovered. It is unk whether the missing tooth is located within the joint. At this time, there is no additional intervention planned for the pt.